Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The insertion portion of the subject device was severed. In addition, the loop was caught between the hook and the coil sheath of the subject device. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. However, based on the evaluation of the subject device and the similar cases in the past, it was known that the user might be unable to release the loop because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the subject device warns; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During a colon polypectomy, the loop of the subject device could not be released after the doctor ligated the polyp. Therefore he severed the insertion portion of the subject device and withdrew the endoscope from the patient. After that, he inserted the endoscope into the patient again and completed the intended procedure with an electrosurgical snare. No patient injury was reported.